Manufacturer narrative:
(B)(4). Pump received with cracked battery tube threads and cracked reservoir tube lip. Pump passed the displacement. The test p-cap, reservoir does lock into place. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that there was a big crack at the battery module of insulin pump. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.